Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded an alert for out of range pacing impedances on the right ventricular (rv) channel. This pacemaker remains in service at this time. The make of the rv lead is unknown. No adverse patient effects were reported.